Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.